Manufacturer narrative:
Updated blocks: h6 and h9. The reported complaint was confirmed. Per data log analysis, on (B)(6) 2019 when the system is powered up the capacity starts at 15/16 (full), and quickly drops to 9/16. The system is powered off with battery capacity only at 10/16. The next power up is on (B)(6) 2019 and capacity starts at 9/19 and quickly drops to 6/16. The system is powered off with battery capacity only at 8/16. On (B)(6) 2019 battery capacity is still at 8/16, and the system is powered off before that changes. On (B)(6) 2019 the battery capacity starts at 7/16 and quickly drops to 6/16. The power manager light emitting diode (led) would be red indicating the batteries are low. The system is left powered on connected to alternating current (ac) power until the battery capacity reaches 15/16 (full) again. The log confirms the batteries were low but it's not clear if they need to be replaced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's technical support specialist, this unit has been kept in storage, not charging since the last preventive maintenance in march 2019. The batteries were charged and the battery indicator was solid green with total nominal available capacity (tnac) at 18.00 amp hours (ah). It was observed that the tnac was dropping slightly faster than normal so the batteries were replaced. The unit operated to the manufacturer's specifications. The user facility's biomedical technician was advised that the unit has to be plugged in and turned on to properly charge the batteries. During laboratory evaluation, the product surveillance technician (pst) hooked the batteries up to a test platter and observed the platter to shut down 35 minutes into discharge time which does not meet the manufacturer's specifications. Both batteries discharged to a "too low" siemens status reading, determining an internal battery abnormality. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the batteries were dead. There was no patient involvement.